Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach, during a procedure of the mildly tortuous, mildly calcified, 95% stenosed, de novo, mid left anterior descending (lad) coronary artery, after pre-dilatation with a nc balloon, the 3.5 x 28 mm xience prime stent delivery system (sds) was advanced, but the sds could not cross the lesion. Multiple forceful attempts to cross were unsuccessful and the shaft near the hub end became separated. The device was removed and no longer used. A 3.0 x 24 mm non-abbott stent crossed the lesion and was implanted. Post dilatation with a non-abbott nc balloon and the procedure was successfully completed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.